Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported they met with their doctor and the manufacturer¿s representative for the battery being low and the uti issues. They noted problems with frequent urination and bladder/kidney infections. As a step taken to resolve the issue, the patient had an appointment on (B)(4) 2018 to replace the battery. The patient noted that they had a history of over 5 year ¿of good service from (B)(6) 2013¿ and that the cause of the utis was ¿bladder infections¿. The patient reported that the utis were related to their underlying urinary dysfunction and to the device/therapy. It was noted that the infection issue had resolved. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient thought their ¿battery inside is getting low¿. The patient stated that they had a bladder infection and was taking medications now. This had started a couple of days ago. They also mentioned that, 4 days ago, their back started hurting so they went to talk to their healthcare professional (hcp). The patient was going to follow up with their hcp for the issues. There were no further complications reported or anticipated.